Manufacturer narrative:
Other relevant components include: product ID 8709sc lot# serial# unknown implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 400mcg/ml clonidine at 96.02mcg/day, 15mg/ml bupivacaine at 3.601mg/day, and 35mg/ml dilaudid at 8.402mg/day via an implantable infusion pump for non-malignant pain. The patient reported for the last 2.5 months they have had excruciating pain. The patient went to their primary care doctor and they did x-rays and noted that the catheter had migrated in the spine. The patient let the physician assisstant of the doctor who manages the patient's pump know about the catheter migration. It was reported that the event took place about 2.5 months prior to the report. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the pain pump issue was not device or infusion issues. There were no actions or interventions taken to resolve the pump issue - other pain interventions were planned. The pump issue was resolved. No further complications were reported.

Manufacturer narrative:
(B)(4). Other relevant components include: product ID: 8709sc, product type, catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's catheter was confirmed to have not migrated when looked at on an x-ray. A catheter dye study was planned. It was reported that the issue was resolved at the time of the report. The patient's weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# unknown implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a dye study on (B)(6) 2017 and they believe it might be an issue with the pump. The patient was going to get a magnetic resonance imaging scan. The patient reported they aren't getting any relief from the pump. The patient reported pain. The patient reported the pain had increased over the past few months. The patient reported they had used the same amount of medication in the pump and the healthcare provider also gave them oral meds after the dye study. The patient's medications were noted to be 36.19mcg/ml clonidine at 59.83mcg/day, 1.357mg/ml bupivacaine at 2.244mg/day, and 3.167mg/ml dilaudid at 5.236mg/day. No further complications were anticipated/reported.